Manufacturer narrative:
UDI not available as product manufactured before september 24, 2014.

Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2021. No patient consequences were reported before, during, or after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and myopotentials were observed on the right ventricular (rv) lead. The patient was asymptomatic. Noise reproducible and occasionally seen without movement. No programming changes were necessary. The patient will be monitored. The patient was stable.